Event description:
It was reported that the patient experienced intermittent "thumping" in their left chest. The right ventricular (rv) lead was unnecessarily pacing. The rv lead was reprogrammed to eliminate ventricular pacing and allow the patient's intrinsic rhythm. The rv lead remains in use. It was noted that the patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).